Manufacturer narrative:
The lens remains implanted and therefore was not returned for evaluation. Due to the unknown lot number the device history lot records could not be reviewed. Based on the information provided, the root cause of this event could not be determined.

Event description:
This was not a bilateral simultaneous surgery, only one lens was implanted in the left eye during the surgery.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that delayed onset of toxic anterior segment syndrome (tass) occurred in seven patients. In this case the patient experienced tass in left eye. Physician suggested this issue only appears in cases involving bilateral simultaneous surgery. Additional information has been requested, but has not been received. This report is for patient 1 of 7.